Event description:
It was reported the stretcher was involved in a motor vehicle accident while transporting an emergency patient. The ambulance was struck by another vehicle and overturned. The patient was reported deceased and two members of the medic crew were injured. There was no allegation of the stretcher being a contributing factor to the patient condition nor has there been allegation of product malfunction.